Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient faced cannula issue as the infusion set cannula was found bent on (B)(6) 2026. The patient had high blood glucose level (275mg/dl) for about two hours which was treated with pump. The site of insertion was lower back.